Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account. The most probable cause for the composite hook to break is the load being applied asymmetrically on only one side of the sling bar. Tests performed on universal sling bars have shown that when the load is applied to both sling bar hooks, as per the intended use, the composite hook can withstand 780 kg before breakage. In the instruction guide for universal sling bars, 7en160185 rev. 2, it is stated under safety instructions: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The hillrom technical support representative provided the appropriate part number(s) and pricing information to the customer. The customer will order and replace the quoted parts. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the sling bar hook on one side was broken. The lift was located at the account . There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).